Manufacturer narrative:
The device was not returned to zoll medical corporation but the customer was able to provide the devices log files for evaluation. During the investigation it was noted that review of the device's log file showed error occurring on (B)(6) 2024. The error has been present for nearly two years, which indicates the device may not have been regularly checked or maintained. This claim will be closed as unaddressed / advisory message and can be reopened once the device is received for evaluation. No emerging trend based on similar reports

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including debugging, all functional testing, and final testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.